Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was reported that after the battery was replaced on channel 1, smoke was noted. It was reported that after a second battery was placed in channel, smoke was again noted. There were no reported adverse pt effects or reported delays in critical therapy while the device was in clinical use. No additional info was provided.